Event description:
It was reported to philips that the c-arm did not move to its desired angle and instead moved in the opposite direction. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, a non-emergency treatment was completed by using the same system without the tilt functionality. A philips filed service engineer (fse) went onsite and found no issues related to carm movement. However, the customer reported that the c-arm was moving in the opposite direction of the input on the geo module. The fse replaced the module and returned the faulty one to philips for analysis. Although the supplier's examination did not definitively identify the cause of the geometry module failure, the replacement resolved the issue and restored system functionality. The system was returned to use in good working order after the replacement. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the system functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.